Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed, and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Per the legal manufacturer, it is inferred that b30 error occurred, because the issue was limited to three scopes generating b30 error. And that b30 error, occurred in three scopes even if the scope connection connector was cleaned. And that the malfunction is likely associated with the scope.

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be established.

Event description:
Olympus was informed that a user facility was receiving a b30 scope communication error when using the cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.